Manufacturer narrative:
The field reports were helix would not extend and high lead impedance. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The complaint of helix would not extend was confirmed due to blood in the helix housing. After ultrasonically cleaned the lead and applying direct torque to the inner coil after cutting the lead, the helix could be extended and retracted. The full helix length was within specification. The complaint of high lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found that the inner coil inside the connector region was over torqued which is consistent with implant/explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
During the implant procedure, the impedance was high. When the lead was removed from the patient it was noted that the helix would not extend from the tip of the lead. The lead was replaced and the patient was in good condition.